Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No external ram crc error alarm, unexpected restart alarm, reset anomaly, failed battery test alarm, bad battery alarm or numbers count up anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of external flash crc error and unexpected restart from the insulin pump. The customer's blood glucose reading was 132 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The insulin pump will be returned for analysis.